Event description:
A us distributor contacted zoll to report that a patient had a pre-existing skin condition and the lifevest exacerbated it. There were no allegations of any bleeding, oozing or weeping wounds. The patient¿s physician advised the patient not to scratch the areas. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.